Event description:
It was reported that during testing at the field service center, the ventilator's turbine would not operate. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na